Event description:
It was reported that during a procedure with 144,699 joules used, 23:16 minutes of time expended loss of efficiency was noted. The fiber was exchanged and the procedure was completed. Patient or user outcome "no damage to the patient" reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone distal the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; there is misalignment of the metal cap output window with the red stop sign of the outer flow tubing; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis report, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.